Event description:
The pt reported her insulin infusion device was alarming "77". She stated the battery had been in the device for about 2 weeks. The pt was instructed to remove the battery and check the lot #. The pt stated the lot # was hard to see but it began with a 06. The pt was advised this was a recalled battery and she should be using a corrected battery. The pt stated she did not currently have any corrected batteries so she inserted the batteries she had until the replacement batteries arrive. The pt was advised that, once she rec'd the replacement batteries, she should discard all recalled batteries. The pt did not report blood glucose concerns related to this issue. The pt did not require assistance from a healthcare professional or second party to address the issue. The prod was replaced. No prod was requested to be returned for eval.

Manufacturer narrative:
No prod will be returned for eval.